Event description:
(B)(6) called in for her husband, (B)(6), a type 1 diabetic. Presto meter is approximately 2 years old. After replacing the batteries, she states that the readings have been way off. Control solution is out of date. Reading taken yesterday, at 5:30 pm, 2 hours after eating: freestyle: 57. He was feeling like he had low blood sugar. Presto 5:31 pm 360.

Manufacturer narrative:
The meter has been requested but has not yet been returned to the MFR. The test strip lot DHR was referenced and the lot cleared qc for release. Based on the limited info provided, there root cause of the event cannot be determined. Insulin may have contributed to the event. There is no indication the user dosed based on readings from the presto. There is no indication a second blood-glucose reading was taken from the presto to confirm the 360 mg/dl reading. The complaint will continue to be trended.